Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to improper placement of the electrode array. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report,(B)(4) 2014.